Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a hiatal hernia procedure, the needle fell into the patient. However, the needle was retrieved with a grasper. To correct the product problem, another device was used. Surgery time was extended by more than 30 minutes. No adverse event reported.